Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. Following the advancement of a non bsc introducer sheath and a non bsc guidewire, a 7.0 x 40, 75cm mustang balloon catheter was selected for use to predilate the lesion. Upon the first inflation the balloon ruptured at 20 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).